Event description:
It was reported that the customer was hospitalized with a low blood glucose level below 20 mg/dl; cause was unknown. Customer received "a bunch of fluids" to address bg, customer could not recall specifics. Treatment resolved the issue and there was no permanent damage. Customer was released on (B)(6) 2025. Recommendation was made to consult with a healthcare provider regarding diabetes management.